Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, yellow particle inside device and crease fold . Leak test was performed and found opening on posterior . A microscopic analysis was performed which identify crease smooth opening on posterior . The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on posterior assessed to a fold flaw opening.

Event description:
Device has been explanted and replaced.